Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms noted. The motor was tested outside the device and passed. The device had intermittent button response noted during testing due to flattened dome switch on the up arrow button. No button error alarm noted. It also had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 210 mg/dl at the time of the call. The customer first called for assistance reprogramming their pump, but called back later to state that there was a button error on the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.